Manufacturer narrative:
Universal modular electric/battery double trigger handpiece, part number 89-8507-400-00, serial number (B)(4) was returned for complaint investigation. It was confirmed that the selector worked only in one position due to defective trigger/controller boards wire. Besides, the motor was noisy. The trigger/controller boards wire including wedges and the motor were replaced. The product will be returned to the customer.

Manufacturer narrative:
The device was not returned to the manufacturer at the date of the report. A follow-up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece did not work. The surgery was completed by another device. The surgery delay was 45 minutes because the users were waiting for other devices to complete the surgery. No harm or injury to patient or operator was reported.